Manufacturer narrative:
Additional information/correction: d1, d4, d9, g4, h3, h6, h11. H11: the device was available for evaluation. Visual inspection of the actual sample showed that the pump segment dialysate line was damaged. A hole was observed in the pump segment, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use, a leak was observed at the "green line" of a prismaflex m60 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.